Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00049.

Event description:
Patient revised on (B)(6) 2021 due to decreased range of motion, approximately 3 years following primary surgery. Surgeon explanted 36/+3 standard humeral cup and replaced it with a 36/+6 standard humeral cup.